Event description:
It was reported that when using the bd pyxis¿ anesthesia station es mini drawer 1.11 kept failed. The customer tried to recover but it was stuck. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer 1-11 was unable to be recovered. A field service engineer (fse) rebooted the anesthesia pyxis station and removed mini trays 1 9, 1 10, and 1 11 to inspect the interior of the mini drawer. Inspection revealed dried spill residue preventing the mini engine control unit from moving freely. The area was cleaned, and all three mini engine control units and trays were reinstalled. A test application was run, which successfully opened and closed mini drawer 1 11 without difficulty. All tests completed successfully. The system functioned as intended after the field service engineer repaired the device.